Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported the rep received an email from a clinic that said an interstim patient had the interstim system removed and replaced with an MRI eligible system. The rep said the email reports the lead fractured during explant and part of the lead is still implanted. The clinic is asking about MRI eligibility. Technical services asked but the caller did not have patient's name or doctor name or event date. The rep will follow-up with the clinic to get additional event information.